Event description:
It was reported that an ilet user experienced difficulty operating the pump in bg run mode when they were out of sensors, and did not start a new sensor. Additional information from the user was not obtained, and the device problem and component details were not determined due to insufficient information. No reported clinical signs or conditions. Outcomes included no reported health consequences or impact. Investigation included analysis of information provided by the user or a third party. Investigation of this case revealed no findings available, and the medical device problem and component remained undefined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.